Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the distal superficial femoral artery (sfa). The vessel diameter was 6.5 mm and a 90cm 6f sheath was placed at a distance away from the lesion. The lesion was prepared with a 6.0 x 120 mm balloon dilatation catheter (bdc) and a 7.0 x100 mm bdc inflated to 8 atmospheres. A 6.5 x 150 mm supera self expanding stent was attempted to be deployed at the lesion; however, the stent only partially deployed and could not be released from the self expanding stent delivery system (sess). The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. The sess was attempted to be withdrawn with no reported resistance; however, this elongated the stent and pulled the stent partially out of the target lesion into the proximal sfa. The stent was ultimately released but had elongated greater than ten percent of the expected length. As a result of the elongation, the stent and lesion were post dilated with an unspecified bdc to ensure that the stent was fully apposed to the vessel wall. The stent remained partially in the target lesion and no additional intervention was performed. There was no reported adverse patient sequela and no clinically significant delay in the procedure.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment issue and stent elongation were not confirmed as the stent was not returned and remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. It may be possible that the distal sheath of the supera delivery system was entrapped or bent in the anatomy such that the ratchet was unable to engage the remainder of the stent preventing it from fully releasing; however, this could not be confirmed. The elongation likely occurred due to retracting the delivery system with the partially deployed stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.